Manufacturer narrative:
A ge representative evaluated the system and replaced the i.p. Board. System operates as intended. (B) (4).

Event description:
The customer reported bad displays on both monitors. No pt injury was reported.